Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient received a total hip replacement on (B)(6) 2017. Patient continued to have pain and difficulty ambulating. Patient underwent total hip revision to fix gross loosening and subsidence of all components.